Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The rptr reported the pt experienced high blood glucose levels and hospitalization, and alleged an issue with the pump's bolus delivery. On (B)(6) 2011, the pt obtained a blood glucose reading of 400 mg/dl, experienced the symptom of chest pain, and was admitted to the hospital with a diagnosis of dka. On the day of this event, the pt claimed he took bolus doses of insulin and also took insulin using a syringe. The pt's physician alleged the pt received only four units bolus insulin on (B)(6) 2011. The rptr also stated the pt had been hospitalized for one week in (B)(6) 2010 with the diagnosis of dka. Troubleshooting and a review of the pump's bolus history revealed the pt received four boluses on (B)(6) 2011 with a total of 24.5 units. A review of the basal history in the pump revealed the pt received 28.8 units basal insulin on that day; all boluses total correctly, there were no significant alarms on that day, the pt changed the infusion site that day, the pump's date/time are correct and have not been changed. The physician had changed the pt's basal rates two to three weeks prior to this event.